Manufacturer narrative:
The reported event of noise and insulation anomaly were confirmed. A complete lead measuring 46.0cm was returned in one piece for analysis. Visual inspection revealed an external insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 14.9cm to 15.1cm proximal to the suture sleeve tie impression. The cause of the external insulation abrasion was consistent with friction to the device can and the reported events.

Event description:
New information received states that atrial lead was exhibiting oversensing. Upon explant of atrial lead, it was discovered that the lead had three sutures which is normally two and lead abrasion was noted at the suture sites. The pacemaker was replaced upon physician discretion to be analyzed as the physician wanted to confirm that there was no issue with the can.

Event description:
Related manufacturer reference number: 2938836-2019-13307. It was reported that the patient presented via remote transmission, automatic mode switch (ams) episodes that were consistent with lead noise was noted on the right atrial lead. It was suspected that the issue could be due to clavicle crush or potentially loose set screw and performing a x-ray or fluoroscopy of the lead was suggested. The patient presented in clinic for routine follow up. A chest x-ray was performed, but the results were not very conclusive. The physician reprogrammed the lead and the patient was scheduled for an explant procedure. During procedure, the physician insulation anomaly was visually noted on the right atrial lead however, loose set screw was not confirmed. The pacemaker and the right atrial lead were explanted and replaced. The patient was stable post procedure.